Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-11875. It was reported one of the leads had migrated. The physician replaced the lead. It was reported the pt received effective stimulation postoperative. It was undetermined which lead was at issue, so both leads have been reported.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.